Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep the surgeon found that the torcar safety shields would not retract back to allow for trocar insertion. The surgeon completed the case with (2) new trocars. There was no consequence to the pt.